Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the rv lead could not be attached to device. The rv lead was replaced and issue was resolved. Patient was in good condition after event.